Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not power up after being plugged into a power source. The customer's blood glucose (bg) was 112 mg/dl. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.